Manufacturer narrative:
The ge healthcare service representative replaced the condenser, resolving the reported complaint. No report of patient involvement.

Event description:
Prior to performing the planned maintenance on the unit, a ge healthcare service representative noted a torn condenser hose. There was no report of patient involvement.